Event description:
Additional information was provided indicating that the event did not occur while in use with a patient and did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Other, other text: additional information: a1, b3, b5,and h6 (patient code).

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage noticed. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. According to the investigation, the customer?s reported problem was confirmed. The investigation found 'motor not running' immediately during occlusion testing. Further investigation found the pump main board not properly aligned in the extrusion slot. Investigator correctly realigned the pump main board in the extrusion slot. Performed occlusion testing, pm and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited motor not running, pump alarm and pump will not infuse. No reported adverse effects.